Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and a restart error test. No excessive no delivery alarms noted. Pump passed all operating currents tested with in the spec range and passed off no power test. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. The customer's blood glucose reading was 498 mg/dl at the time of incident. The customer was advised to disconnect and reconnect tubing and reservoir and insulin exited the tubing. Troubleshooting advised that no delivery was most likely the result of an occlusion. Customer indicated that she wanted a new pump. The customer was advised that the pump would be replaced and agreed to return the product for analysis.